Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 02/2020).

Event description:
It was reported that approximately one year post port device implant via subclavian vein, the device was allegedly unable to aspirate. It was further reported that during chemotherapy, the patient allegedly experienced burning sensation and the medication allegedly leaked. Therefore, x-ray imaging and ultrasound were performed which allegedly demonstrated that the catheter broke and migrated to the right artery. Reportedly, the patient was hospitalized and the port body and the catheter were removed by an interventional radiologist and upon removal thrombosis was allegedly identified in the catheter. The patient was reported as stable.

Event description:
It was reported that approximately one year post port device implant via subclavian vein, the device was allegedly unable to aspirate. It was further reported that during chemotherapy, the patient allegedly experienced burning sensation and the medication allegedly leaked. Therefore, x-ray imaging and ultrasound were performed which allegedly demonstrated that the catheter broke and migrated to the right pulmonary artery. Reportedly, the patient was hospitalized and the port body and the catheter were removed by an interventional radiologist and upon removal thrombosis was allegedly identified in the catheter. The patient was reported as stable.

Manufacturer narrative:
H10: the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however medical records were received. The investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: g4, d4 (expiration date: 02/2020). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.